Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute drug eluting stent to treat a severely tortuous and calcified lesion located in the distal right coronary artery, exhibiting 90% stenosis. The lesion was pre-dilated. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. Resistance was encountered advancing the device due to the severe calcification lesions. Excessive force was not used. It was reported that the stent failed to cross the lesion. An image of the device provided from the account shows stent deformation. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Image review: photo 1; image shows a portion of an endeavor resolute shelf carton, the luer and stent of a device. The lot number printed on the luer corresponds with the lot number on the shelf carton and the lot number in gch. Deformation is evident to distal stent wraps with the struts appearing raised. Photo 2; image shows a ¿no passing situation statement¿. If information is provided in the future, a supplemental report will be issued.